Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. This is related to medwatch report with patient identifier (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy and the occlusion limits of the insulin pump were tested on the diagnostic test system and both meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The e4 occlusion errors were not cleared according to the user guide. The e4 occlusion error occurs if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. No e7 electronic errors were found in the history.

Event description:
Nurse reported the patient was admitted to the hospital on (B)(6) 2013 with diabetic ketoacidosis. He was unwell and not very responsive, and he was placed on an insulin drip. Nurse has not been able to get a full account of what happened. Patient reported the infusion device displayed recurrent e4 occlusion and e7 electronic errors for 2 days. He changed the infusion set and cartridge each time, but this did not resolve the issue. He uses a competitor's infusion set. He switched to the backup infusion device and experienced the same error messages. He was still hospitalized at the time of the report, and his blood glucose levels were improving. The primary and backup infusion devices and the blood glucose meter were requested for evaluation. No additional information was provided.